Event description:
The pump was reported to overinfuse. An unknown fluid was reported to have infused two times faster than intended. No additional details were able to be obtained. No pt injury was reported.